Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a dirty lens. It is unknown when the issue occurred. There was no patient involvement.